Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Patient code: (B)(4), no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient started that when they first had the device turned on it worked on both incontinence issues for about 4 days but then fecal started to be a big problem. They tried to get information about what to do. She tried to get information on what to do 3 times. She came in on her own and left a urine sample and started antibiotics about 4days later. At this point doctor asked that she come into the office when she could coordinate with your representative to figure out what to do. She went on a trip out of town and had near constant diarrhea. She called about coming in when she returned. The receptionist called back and said the representative said there was no reason to come in. She just needed to change program. This was the first time she found out there were more programs. She have changed their doctor who was more familiar with their device. When the patient changed program it worked very well for stopping the fecal incontinence. Unfortunately she had a pretty strong stressful driven feeling she tried to live with it but it was interfering with their sleep. When patient called the company information line she was told rather that it was unlikely to think the device could cause this. When patient met with doctor she said it happened, had since read the manuals and know there are some others. When she changed programs she started out on program 3 . 7 and the stress and lack of sleep made her turn it to program 3 .3. The doctor changed it to use one half increments. It made it .35 and patient continued to have problems and changed it to . 15. The patient had some staining and very slight driven feeling. Not sure whether to try another program. She thought about calling to see if there were other more knowledgeable people they could talk to from the company but don't want to talk to someone that doesn't take her seriously. Found no information that would help on internet. The patient will talk further with new doctor when she see her next. Wondering if turning device off at night would be something they could do. Have been under the care of about 3 different urologists but was never told of this option.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had pre-existing fecal incontinence, patient reported ins has worked really well for urinary but fecal incontinence has been a huge problem, it was initially being addressed, then it returned and it turned into a mess and patient ended up getting a bladder infection from it about a week and a half ago. Caller reported having something" everyday, although the past 3-4 days hasn't had anything (understood to mean fecal symptoms). Patient started with stim on, program 1 at 0.7, caller noted pressing multiple button, sync, stim off and stim on, but confirmed stim is on now and she's feeling it. Patient changed to p2 at 0.0 and increased to 0.3 and feels stim. The patient was assisted in changing programs. Additional information reported on (B)(6) 2019 that since she made the adjustment it was affecting her anxiety. Patient stated stim was causing her anxiety and made her feel antsy and was causing her not to sleep and could only sleep when she takes sleeping pills. Patient stated she could not stand stim so she decreased stim and stim is not helping to control her symptoms for fecal. The patient reported that the change in therapy was sudden. There were no further complications reported at this time.